Manufacturer narrative:
(B)(4). Results: migration, disease progression. Conclusions: disease progression.

Event description:
An aneurx stent graft system was implanted in a patient for an endovascular treatment of a 5.8 cm abdominal aortic aneurysm five years ago. One month ago, it was reported that the stent graft had migrated. Vessel morphology was reported is an angulated aortic neck which is dilated to a diameter of 28-30 mm with the 28 mm x 16 mm implanted device in place. The device is 3.5 cm below the right renal artery. One week ago, the patient had a endurant bifurcated stent and limb implanted. The patient is doing fine. No clinical sequelae have been reported and the patient is fine.